Event description:
A facility representative reported issue with eye tracker not tracking and gas cylinder inconsistent readings. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified after the event date. During technical on site visit the field service engineer (fse) replaced gas bottle, main deflectors, scanner, focus lens and plume filter. The root cause is deterioration of components due to aging. The manufacturer internal reference number is: (B)(4).